Event description:
False negative result (s). My husband and I both received a flowflex covid rapid test in our christmas stockings. My husband did his test just after christmas because he had a scratchy throat. Still scratchy on 12/30 though the covid test was negative. I do hiv testing - very similar. Antigens for hiv and the control are on the test strip. All have the control antibody which shows the test worked and confirm the person being tested does or does not have hiv antibodies. Covid control antibody must be in the fluid that nasal swab is agitated in - strong positive for control comes up almost immediately. Not due to patient antibody. Not a good control. I am not certain I fully agree that the test was successfully negative though I feel sure he does not have covid. I may use my covid test at some point though I imagine my husband will end up using it for confirmation (especially if his cold does not resolve itself).